Event description:
Follow up revealed the patient's issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing swelling at their ipg site. The patient's doctor plans to take a sonogram, (possibly) aspirate the fluid at the site, and take cultures.